Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[I would like to log the following pumps for repair - smoke came out of unit¿s psu & tripped rcd. Now failed insulation test.]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[I would like to log the following pumps for repair - smoke came out of unit¿s psu & tripped rcd. Now failed insulation test.]. There was no reported patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: if other specify, imdrf annex a, b, c and g codes. H3 other text : customer provided sample photo only. No device was returned.